Event description:
It was reported that the implantable neurostimulator (ins) had flipped ¿numerous times¿ causing the extensions to wrap around each other and become coiled. Additionally, a low impedance of 18 ohms was measured on electrode pair 0,1; which was in use at the time. The patient reportedly experienced occasional tingling at the lead extension connection as a result. A revision was required, during which the battery was flipped back and the extensions untangled. Everything was left implanted. No patient outcome was provided. Follow-up is being conducted to obtain this information as well as additional details surrounding the event. A supplemental report will be submitted when this information becomes available.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v639995, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v639995, implanted: 2011 (B)(6); product type lead. (B)(4).